Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that when she woke up, she noticed that her line had broken off from the quick release while sleeping. The site was on the hip and the pump was on the bed, in front of her tank top. The infusion had been in use for two days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.